Event description:
Boston scientific received information that this right ventricular (rv) lead had impedance measurement of more than 2000 ohms. The incident was noted during a device follow up. The lead was connected with a competitor device. Boston scientific technical services (ts) asked additional information regarding the issue. Additional information was received that the device emitted beeping tones one week before the device follow up. The increase in pacing lead impedance measurement of more than 2000 ohms was observed three weeks ago. Threshold measurements were normal. No noise artifact on stored episodes. However, the rise in impedance measurement was noted for almost five months already. No lead fracture or abnormality was noted during fluoroscopy. The physician decided to keep the lead for the shocking function and a different lead was implanted for the pace and sense functions. Normal measurements were seen on both leads during a lead replacement procedure. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.